Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced drainage at the driveline exit site. On (B)(6) 2020 the patient had a clinic visit where the patient presented with weight loss, driveline velour exposed, and drainage. On the CT (computerized tomography) there was no fluid collection. The patient was treated with 2 weeks of doxycycline at home. The cultures were negative and drainage resolved after 2 weeks of treatment. No additional information was provided.